Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump retention ring came loose from the customer's reservoir compartment. The reservoir compartment would not hold the reservoir. The patient's blood glucose at the time of incident was 24 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.